Manufacturer narrative:
(B)(4): the inferior shaft is fractured at the centerline of the jaw pivot pin. Optical examination of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order to induce fracture of the shaft consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported the top portion of the tip does not open properly when the handle is pulled together during use. It does not appear to have broken pieces from the tip. Reportedly, the pin at the pivot hole on the tip is intact. Although the instrument was used intraoperatively, no patient injury was reported.